Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump dispensed insulin during the load cartridge step. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump dispensed insulin during the load cartridge step. The force sensor was found to be reading low force. The pump was opened and contamination was observed on the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.